Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, hives, and a infection, covering the whole body. The patient confirmed that the reaction started from the sensor site. She contacted a dermatologist for what she referred to as a now ¿chronic hives/urticaria¿. The patient was given an oral medication by the doctor but did not remember the name. No additional patient or event information is available.